Event description:
An advocate called on behalf of the customer to report that the customer was presenting hypoglycemic symptoms. An ambulance was called, and paramedics performed testing using their meter, which gave a reading of 36 mg/dl. While, the customer's contour® next one meter displayed a result of 71 mg/dl. No further event details were provided. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1, and no information was captured in sections a2 and a4, as the patient details were not provided. No product information was provided by the customer; therefore, no information was captured in section d4 (model #, lot #, expiration date and UDI #) and section h4 (device manufacture date).